Manufacturer narrative:
G4: 10feb2020. B4: 13feb2020. Information was received that there was no patient involvement at the time of the event. Reportedly, the issue was with an oxygen concentrator. The unit was repaired and the service engineer installed in a line muffler, reassembled unit, tested, unit is fully functional at this time, returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
The customer reported a ventilator in which the blower was not running. It was unknown when this event occurred. There was no allegation of harm associated with this event.